Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 at 16:00 due to diabetic ketoacidosis and high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer was passed out on the floor because of high blood glucose event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer did test for ketones. Customers last blood glucose reading was 264 mg/dl. The insulin pump will be returned for analysis.